Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that when the patient, since implant, hugged someone who had a hearing aid, when using electric shopping carts, or when going through security, they got ¿electrocuted¿ (uncomfortable stimulation, ¿more like a zap¿). It was noted that the patient had fallen about 8 times in the last few days where they ripped their purse and lost the programmer. The patient had vertigo which was understood to be the underlying reason for the falls). The patient stated that they loved their implant and would never have it removed as it was adjusted perfect. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient had still not received their replacement programmer.